Manufacturer narrative:
The complaint investigation for false positive result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and in-house testing of retained kits with the complaint lot number. Trending review did not identify any trends for the product. Device history record review did not identify any non-conformances or deviations with lot 12124ui00. In-house testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents was reviewed using field. Review of the median patient results of the negative population by reagent lot showed acceptable performance for the lot. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent for lot 12124ui00 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = 482 miu/ml (positive), the patient was rested with sid (B)(6) = <1.2 miu/ml (negative). Patient was retested again on 24sep2020 with sid (B)(6) = <1.2 miu/ml (negative). The original sid (B)(6) was repeated = 2.2 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: 21sep2020 sid (B)(6) initial result = 482 miu/ml (positive), the patient was rested with sid (B)(6) = <1.2 miu/ml (negative). Patient was retested again on 24sep2020 with sid (B)(6) = <1.2 miu/ml (negative). The original sid (B)(6) was repeated = 2.2 miu/ml (negative) no impact to patient management was reported.